Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, surgical removal and immediate implantation, infection, severe pain, inflammation.